Manufacturer narrative:
Review of the amplification curves did not show any abnormalities. Based on the CT value obtained for the positive influenza a result, the sample is near the limit of detection (lod) of the assay; samples near the lod can have wavering results upon repeat testing. Additionally, investigation of the complaint kit lot did not identify a product issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results generated for one patient when using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to the retest result. The patient sample generated a positive result for the flu a target with a late CT of 36.4 in the first test run retest of the sample generated a negative result the flu a target. Although requested, no additional information was provided regarding to sample type, collection kit, sample handling or which results were reported.